Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he had taken a shower, attempted to bolus and the insulin pump had alarmed motor error. Customer's blood glucose was 406 mg/dl. Customer declined troubleshooting for high blood glucose. Troubleshooting was performed for motor eror and it was found out the device was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a severely scratched display window, scratched case and a cracked reservoir tube lip.